Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated b5 for additional customer information. H3 was inadvertently checked; the device was not returned for inspection.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: the accessory device is cv-260sl, and the procedure was delayed for a while, the duration was unknown. But the procedure was completed successfully.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing for a diagnostic procedure, the high-definition lcd monitor blacked out. There was no harm or user injury reported due to the event.